Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leakage was found near the trifurcated part of the foley catheter shaft while injecting sterile distilled water. Sterile water leaked near the border between the shaft part and the funnel.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. The first photo was a top view of the three-way catheter with the returned syringe. The second photo was a zoomed in view of the trifurcation site with an arrow pointing to where the leak was present. The third photo was of the inflation cap confirming the batch#: ngjw600. The last photo was a document in the country's native language. Received 1 all silicone foley catheter with syringe. Verified material number: 119314 and manufacturing lot number: ngjr2162. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon present. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leakage was found near the trifurcated part of the foley catheter shaft while injecting sterile distilled water. Sterile water leaked near the border between the shaft part and the funnel. Per investigator's notification received on 01dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. The first photo was a top view of the three-way catheter with the returned syringe. The second photo was a zoomed in view of the trifurcation site with an arrow pointing to where the leak was present. The third photo was of the inflation cap confirming the batch # ngjw600. The last photo was a document in the country's native language. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2600. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon present. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leakage was found near the trifurcated part of the foley catheter shaft while injecting sterile distilled water. Sterile water leaked near the border between the shaft part and the funnel. Per investigator's notification received on 01dec2025, it was reported that asymmetrical balloon was found during sample evaluation.